Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating while testing the device, the 4 and the 12 lead would net register. The crew used alternate ECG (electrocardiogram) lead set/electrodes were used, but the results were the same. Alternate lead sets worked as normal on other monitors. There was no impact to the customer.